Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number: 02g22, that has a similar product distributed in the us, list number: 04p53, 510k/PMA/bla p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A literature article by naif k. Binsaleh et al., ¿transfusion-transmitted infections among northern saudi blood donors: seroprevalence and risk factors,¿ medicine 2025;104:44(e45272), examined the prevalence of transfusion-transmitted infections (ttis) among 3,168 blood donors in hail, saudi arabia, between january 2020 and december 2023. The study observed serologically false positive architect hbsag qualitative ii and architect hbsag qualitative ii confirmatory results that were not confirmed by nucleic acid testing (nat). The following data were provided: total blood donors: 3168. Hbsag positive: 51 (1.60%). Nucleic acid testing (nat) was performed on all 3,168 donors, and all results were negative. No impact to donor management was reported.

Event description:
A literature article by naif k. Binsaleh et al., ¿transfusion-transmitted infections among northern saudi blood donors: seroprevalence and risk factors,¿ medicine 2025;104:44(e45272), examined the prevalence of transfusion-transmitted infections (ttis) among 3,168 blood donors in hail, saudi arabia, between january 2020 and december 2023. The study observed serologically false positive architect hbsag qualitative ii and architect hbsag qualitative ii confirmatory results that were not confirmed by nucleic acid testing (nat). The following data were provided: total blood donors: 3168, hbsag positive: 51 (1.60%), nucleic acid testing (nat) was performed on all 3,168 donors, and all results were negative. No impact to donor management was reported.

Manufacturer narrative:
The data and information provided in the article were reviewed and supported the complaint issue. A review of tracking and trending for the architect hbsag qualitative ii assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations associated with the list number and the complaint issue. The performance of the architect hbsag qualitative ii reagent was reviewed using field data from customers worldwide. The median patient results for all reviewed lots are comparable and within established limits, confirming no systemic issue for the lots. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect hbsag qualitative ii reagent was identified.